Event description:
It was reported that a pt sustained a blister on the right forearm after a mr exam of the brachial plexus. The blister size was 2 inches by 1/2 inches. Prior to the exam, padding was used on the pt to prevent skin-to-skin contact and looping. The exam lasted for approx 48 mins. According to the technologist, the pt was monitored throughout the exam, but no complaint of the burn on the right upper arm was received until after they had left the magnet room. At this time, the burn did not receive treatment. The exam consisted of 11 series using the pulse sequences fgr30, fse-xl and frfse. The duration of each series was as follows: 12sec, 6min 58sec, 12sec, 5min 18sec, 5min 13sec, 3min 23sec, 4min 25sec, 3min 54sec, 12sec, 3min 54sec, and 4min 39sec.

Manufacturer narrative:
An investigation is ongoing.